Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle failed to deliver insulin during use, as the blood sugar level checked "a few minutes later" was found to be "very high". The following information was provided by the initial reporter, translated from (B)(6) to english: "after setting up his needle on his pen, he did his insulin injection. A few minutes later he checked her blood sugar and it was very high."

Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle failed to deliver insulin during use, as the blood sugar level checked "a few minutes later" was found to be "very high". The following information was provided by the initial reporter, translated from french to english: "after setting up his needle on his pen, he did his insulin injection. A few minutes later he checked her blood sugar and it was very high."

Manufacturer narrative:
H.6. Investigation summary: one open 31g x 5mm pen needle sample was returned from lot. No. 8297672, cat. No. 325107. Clog testing was carried out on the returned sample as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.